Manufacturer narrative:
The customer¿s report of secondary back flowed into primary was confirmed. Visual inspection showed no anomalies. The check valve was also visually inspected under microscope. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. During functional testing fluid and air bubbles were immediately noticed going into the primary bag on the used sample received. Blue fluid was also noted to have gone past the check valve indicating a failed check valve. The check valve part was sent to the supplier for analysis; testing also indicated a failed result, however upon disassembly no particles were found on the diaphragm membrane or any solvent to the check valve component with no damage to the interior of the check valve or to the diaphragm. The customer¿s report of secondary back flowed into primary was confirmed, however, the root cause of this failure was not identified. It is possible that the particulate that caused the backflow condition was washed away during testing or dissection.

Event description:
It was reported that a secondary bag of magnesium sulfate (5 grams in 100 ml dextrose 5%) was expected to infuse over 3-4 hours once per day. The secondary drip rate appeared faster than the programmed rate. No patient harm occurred as a result of the event. The event occurred in the ICU. Biomedical engineering inspected the set and found that the secondary medication bag (100 ml) was back-flowing into the primary 0.9% sodium chloride bag (250 ml).

Manufacturer narrative:
Concomitant medical product: 250 ml baxter bag lotw9a29c2 exp apr 20, 0.9% sodium chloride injection; 100 ml baxter bag lot p384784, exp mar 20 dextrose 5% injection. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that a secondary bag of magnesium sulfate (5 grams in 100 ml dextrose 5%) was expected to infuse over 3-4 hours once per day. The secondary drip rate appeared faster than the programmed rate. No patient harm occurred as a result of the event. The event occurred in the ICU. Biomedical engineering inspected the set and found that the secondary medication bag (100 ml) was back-flowing into the primary 0.9% sodium chloride bag (250 ml).